Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected low battery alarm noted during testing. The device had a detailed trace analysis confirmed replace battery alarm, replace battery now alarm, power loss alarm and then power error alarm was triggered due to connector resistance j6. After disconnecting and reconnecting the internal battery connector at j6, the insulin pump was monitored and functioned properly. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a power error and a low battery test on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer returned the product back for analysis.